Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and it was due to an error resulting from code corruption. The device was tested on the bench and the backup mode could not be reproduced and the cause of code corruption could not be determined.

Event description:
It was reported that the patient presented at the hospital with dizziness. Upon device interrogation, the device was in backup vvi mode and reached the elective replacement indicator on (B)(6) 2017. It was noted that the patient was non-compliant regarding to follow-ups. The device was explanted and replaced due to normal eri and left the procedure in good condition.